Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) years post initial procedure, the patient presented for a routine follow up with a possible endoleak of indeterminate origin was reported. An intervention was completed. The physician elected to implant another bifurcated stent graft and three (3) ovation ix extender stent extension to treat this reported event. As of the date of this report, there have been no additional patient sequelae reported. Additional information: clinical assessment identified the indeterminate endoleak as a type 1b endoleak from the left limb. The patient was reported as stable post reintervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 1b endoleak from the left limb and secondary endovascular procedure based on the procedure planning still images available to review. Attempts were made to obtain medical records but no response was received from the hospital. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) years post initial procedure, the patient presented for a routine follow up with a possible endoleak of indeterminate origin was reported. An intervention was completed. The physician elected to implant another bifurcated stent graft and three (3) ovation ix extender stent extension to treat this reported event. As of the date of this report, there have been no additional patient sequelae reported.